Event description:
It was reported that a spectrum pump constantly displayed the close door message when door is shut. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported close door message, which was reproduced. After loading a filled tube and closing the door, evaluation observed a "door not fully latched" message, corresponding with the reported symptom. The upper link switch was separated from the upper auxiliary flex. The upper auxiliary was replaced.